Event description:
While attempting to shave patient, the razor blade fell apart and causing a cut to patient's cheek and chin. Previous similar event related to broken razor blade from same product. Reference report: mw5159153.